Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had reached the target within 30 minutes on arctic sun device but then it was below target and the flow had stopped, water was 18c. Alarm 14 (patient temperature 1 probe out of range), alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic) was present . It was suggested to change the temperature in cable, but nurse stated that it was bolted to the back of the machine and asked to change the probe. If alerts/alarms continued, it was advised to change cables or device. Patient was 32.2c and suggested to add radiant heat if protocol allows. Per call back from nurse, the probe was changed, temperature for water was 37.6c, patient at 31.6c. By the end of the call water temperature was up to 38.2c.

Event description:
It was reported that the patient had reached the target within 30 minutes on arctic sun device but then it was below target and the flow had stopped, water was18c. Alarm 14 (patient temperature 1 probe out of range), alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic) was present . It was suggested to change the temperature in cable, but nurse stated that it was bolted to the back of the machine and asked to change the probe. If alerts/alarms continued advised to change cables or device. Patient was 32.2c and suggested to add radiant heat if protocol allows. Per call back from nurse, the probe was changed, water 37.6c, patient 31.6c. By the end of the call water up to 38.2c.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a defective temperature cable. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "connections 1) use only medivance approved cables and accessories with the arctic sun® temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun® temperature management system so that access to the power cord is not restricted. Device inspection ¿ periodically inspect the external areas of the device for damaged, loose or missing parts, and frayed or twisted power cords and cables. ¿ discontinue using the device displaying one or more of the above conditions until the problem is corrected and has been verified to be operating correctly."